Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. Vascular access was obtained by antegrade approach. A 6f non-bsc introducer sheath was inserted from the right femoral artery and a 4f 25cm was inserted from the left popliteal artery. After a non-bsc guidewire was inserted inside the 4f sheath, rendezvous technique was performed. The lesion area was checked using intravascular ultrasound ivus and predilatation was performed using a 5mm x 10cm non-bsc balloon catheter. Two 6mm x 8cm eluvia stents were placed in the distal, and a 7mm x 8cm eluvia stent was placed in the proximal. A 6.0 x 100, 135cm mustang balloon catheter was then advanced for dilatation from the distal. However, on the third dilatation at 6 atmospheres, the balloon ruptured. Post dilatation was then performed using the same 5mm x 10cm non-bsc balloon catheter used for pre-dilatation and the procedure was completed with a good dilatation. There were no patient complications reported.